Event description:
Rn went to hang the dose. The dose was hanging on the pt's IV pole and hooked onto the pt's IV line. The pump had not been programmed yet to inflate infusion. The tubing was resting on the metal mayo stand. When the rn looked at the medication to begin programming the pump, she saw the tubing had separated. All of our tubing is primed with saline. The saline had not leaked from the tubing.